Manufacturer narrative:
Initial.

Event description:
It was reported that an alert 63 persisted despite multiple restarts, consistent with a haptic communication error affecting tactile prompts/feedback and associated with the vibrator device component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed signal loss related to tactile prompts/feedback localized to the vibrator component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.